Event description:
It was reported that damaged was found at an unspecified time with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "bag 44 - pt. Event; unspecified failure: customer sent one used me2017. Attached to one used 10ml bd syringe, lot: 9308636, exp 2022-10-31, 0.9% sodium chloride injection."

Manufacturer narrative:
H.6. Investigation: one photo was provided. The photo shows an IV device, a plastic bag and two posiflush syringes. A clinical practice consultant (cpc) site visit and investigation from the area bd disposables sales and clinical consultant to michigan medicine was done due to ongoing complaints of disposable concerns including syringe tips breaking off inside of extension set me2017 or within stopcocks, in addition to tubing leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. Findings from the site visit determined that there is most likely a correlation to the usage of alcohol products (in the form of tips) and the incidences of cracked, broken or crumbled fixed collars on make luer end of set me2017. If proper dry times are not followed after scrubbing the hub, alcohol binding may result causing the reported failure modes. With the continued use of alcohol products; bd has proposed alternate products that will have improved product performance. The improved chemical resistance, including alcohol resistance, is due to the materials used in manufacturing the male and female luers. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Two additional photos were provided for evaluation. The photos show as described below: 1). A syringe with the tip broken off. 2). A syringe showing the syringe barrel label with the lot#. Based on 1st photo provided, the syringe luer tip was damaged. This occurs when excess of torque is applied while connecting the syringe to the IV set. H3 other text : see h.10.

Event description:
It was reported that damaged was found at an unspecified time with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "bag 44 - pt. Event; unspecified failure: customer sent one used me2017 -attached to one used 10ml bd syringe, lot: 9308636, exp 2022-10-31, 0.9% sodium chloride injection."

Manufacturer narrative:
H.6. Investigation summary : it was reported the item was broken. This is the 2nd complaint for lot # 9308636 for this type of defect or symptom. A device history review was conducted for lot number 9308636. There was no documentation for this type of defect during the entire production run of this batch. One photo was provided. The photo shows an IV device, a plastic bag and one posiflush syringe. The posiflush platform was contacted. After an investigation with the dchu it was confirmed that an onsite investigation was performed. Findings from the site visit determined that there is most likely a correlation to the usage of alcohol products (in the form of tips) and the incidences of cracked, broken or crumbled fixed collars on make luer end of set me2017. If proper dry times are not followed after scrubbing the hub, alcohol binding may result causing the reported failure modes. With the continued use of alcohol products; bd has proposed alternate products that will have improved product performance. The improved chemical resistance, including alcohol resistance, is due to the materials used in manufacturing the male and female luers. Root cause: can¿t be confirmed. Nothing in the bd manufacturing process has been identified that could contribute to this failure mode. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damaged was found at an unspecified time with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "bag 44 - pt. Event; unspecified failure: customer sent one used me2017. Attached to one used 10ml bd syringe, lot: 9308636, exp 2022-10-31, 0.9% sodium chloride injection."